Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00368 thru 3012447612-2018-00375.

Event description:
It was reported that six closure tops and two pedicle screws broke. Additional information was requested but has not been made available. This is report six of eight for this event.

Manufacturer narrative:
UDI number: na. The closure top was returned for evaluation. There was no issues found with the device. The complaint was not confirmed. A review of the DHR did not identify any issues with the device.